Event description:
From staff: doctor was performing a robotic total hysterectomy and was using the da vinci si vessel sealer. When the certified surgical technologist tried to remove the instrument from the abdomen, it would not come out. Doctor had to leave the console to scrub in and undock the robotic arm and remove the trocar with the vessel sealer in it. He then put in a new trocar and proceeded with the case. Upon visual inspection of the vessel sealer, there is a deformity at the articulating joint interfering with removing it from the trocar.